Manufacturer narrative:
Ci updated to include that procedural films were not available for review. A patient from the (B)(4) clinical study experienced a stent fracture and restenosis approximately ten months post implantation of a cypher stent. The patient's medical history includes: angina pectoris (ap), previous myocardial infarction (omi), hypertension, lipid metabolism abnormality and smoking. The patient first received a 3.0x18mm cypher stent in the left main trunk. Approximately four years later, a follow up angiogram revealed a de novo lesion in the mid rca with 90% stenosis and pci was conducted. Lesion information was not available. It is unknown if pre-dilation was conducted before a 3.0x13mm cypher was implanted in the mid rca (inflation pressure and time were unknown). It is unknown if post-dilation was conducted. The residual % of stenosis was 0%. There was no problem and no stenosis observed with the cypher stent implanted in the left main trunk. A follow up cag conducted ten months later revealed stent fracture in the cypher stent implanted in the mid rca and 75% restenosis observed in the fractured portion. It is unknown if the stent fracture was partial or concentric. The patient had no symptom. To treat the stent fracture and the restenosis, poba was conducted with a bc (3.5mm). The % of stenosis after the treatment was 25%. There was no further information available regarding this event. There was no problem observed with the cypher stent implanted in the left main trunk and the patient was discharged the following day. Procedural films were not available for review. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14021104 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Three (3) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. (B)(4) was generated due to "wrinkles caused by the orientation of the stent within the j&j medical seal;" (B)(4) was opened at manufacturing site to conduct an investigation. The defective units were scrapped from the rest of the lot; ncr was closed and lot released. This ncr bares no relation to the complaint reported. No non-conformance records were issued for this lot. Cypher (B)(4) ubd pre-sterile subassembly lot 14021105 was reviewed and four (4) units were rejected during the assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. It was observed during review that no nonconformance and/or excursion records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. A DHR review was requested to norman noble inc. For part number: 98a7451 stent lot numbers: 4061822 and 4048114 and the results indicate that all stents shipped meets specified release requirements. The physician commented that the possible cause of the stent fracture was due to hinge motion because the stent was implanted at the flexed portion of rca. Restenosis is a potential adverse event associated with coronary artery stenting patient's who are known to be at high-risk for restenosis included those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Recently, ses fracture has been recognized as a new potential mechanism of restenosis. Possible disposing factors of stent fracture are long lesions with overlapping stents and coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. An investigation was conducted surrounding the increase in cypher stent fracture complaints. As a result of that investigation labeling changes related to stent fractures were made. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. Based on the information available and without the films available for review, the stent fracture could not be confirmed. However there are possible vessel characteristics and patient factors that may have contributed to these events.

Event description:
The report received from the affiliate indicated that the patient was enrolled in a clinical (B)(4). The patient had a cypher 3.0 x 18 mm stent (stent #1) implanted in the left main (lm) target lesion during the index procedure. Approximately fourteen weeks later, the patient had follow-up coronary angiography and no problem was noted with the previously implanted stent. Approximately fifty months after the index procedure, follow-up coronary angiography was done and again no problem was noted with the previously implanted stent. A new 90% lesion was noted this time in another non-target vessel-the mid right coronary artery (rca). The patient was asymptomatic. Approximately one month later, the patient had another cypher 3.0 x 13 mm stent (stent #2) implanted in the mid rca lesion. The patient was discharged the following day. Approximately ten months later, follow-up coronary angiography was done and the previously implanted cypher 3.0 x 13 mm stent (stent #2) implanted in the mid rca was noted to be fractured. A 75% restenosis was noted at the fractured portion of the stent. It is not known if the fracture was partial or concentric. The stent was not reported to be separated. There was no problem reported with the first cypher stent. The patient was asymptomatic. The stent fracture and restenosis was treated by balloon angioplasty using a 3.5 mm balloon catheter. The residual stenosis was 25%. No additional information was available. The patient was discharged the next day. The physician's comment regarding the cause of the stent fracture was that it was due to the hinge motion because the stent was implanted in the flexed portion of the rca.

Manufacturer narrative:
The patient's index procedure was elective. A femoral approach was used for the procedure. The target lesion was the left main trunk (lmt). The target lesion was reported to be: de novo, eccentric, focal, heavily calcified, moderately flexed, 4.15 mm vessel diameter, 6.11 mm length, a 57.3% stenosis, and type b2. Rotablator was done. The lesion was not pre-dilated. A cypher 3.0 x 18 mm stent (stent #1) was implanted at 18 atm for 16-30 seconds via direct stenting. The stent was post-dilated using a kissing balloon technique (kbt) with a 2.5 x 14 mm balloon catheter at 15 atm in the proximal circumflex and a 2.5 x 14 mm balloon catheter at 16 atm in the lmt. The residual stenosis was 10.6%. Ivus was done. The flow pre and post-procedure was timi 3. The mid rca target lesion was reported to be de novo. It was not known if the lesion was pre-dilated. A cypher 3.0 x 13 mm stent was implanted-details unknown. It is not known if the stent was post-dilated. The residual stenosis was 0%. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used for the same patient.